Manufacturer narrative:
The report event of high impedance was confirmed. As received, microscopic inspection showed the returned lead with all the internal lead wires broken. The cause of the reported event remains unknown.

Manufacturer narrative:
Date of event is estimated. E1 : (B)(6).

Event description:
It was reported patient's lead had high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.